Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and weak signal alarm. The customer states their blood glucose level at the time of incident was 319mg/dl. Troubleshoot was conducted and the customer was advised to monitor the device. Communication to meter was established. The customer mentioned blood glucose levels having been as high as 890mg/dl. The customer's most current level was 150mg/dl. The customer treated with bolus, injections and water. The customer declined to troubleshoot for highs at this time.